Event description:
On march 5, 1992 sugar level was taken by diascan and read at 370, lab test taken at same time showed reading of 721. Prior to the incident unit was checked as per instructions with no indication of malfunctiondevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: other. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, invalid data. The device was not destroyed/disposed of.